Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable and a fragment fell into patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forcep instrument was analyzed and found to replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The complaint regarding frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the prograsp forcep instrument had a frayed cable. It was reported that there was a fragment that fell into the patient, and it was unknown if it was retrieved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.